Event description:
On 04/17/2024, zyno received a report from the customer reporting that on april 12, 2024 the pump that was infusing the medication lactated ringers, it was supposed to be infusing at 1 liter at a rate of 999 ml/hr with a volume of 999 ml. Drip rate appeared to be much slower than selected rate and when chamber was opened, tubing appeared to have collapsed on itself. No error code or beep sounded to alert of a problem. Pump was changed out and taken off floor. No patient injury reported.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There is a previous complaint (B)(4), on the device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause in the reported event. Reference to complaint #(B)(4).